Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes were difficult to engage and wouldn't hold. There was no patient involvement.

Manufacturer narrative:
It was originally reported the device had brakes that were difficult to engage and wouldn't hold; however, upon inspection of the device it was determined there was no malfunction with the brakes.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes were difficult to engage and wouldn't hold. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported . There was no patient involvement.